Event description:
The facility reported an infusion pump with "pump is shutting off by itself." It was not specified if this had occurred during a pt infusion. The facility rep stated that no pt injury was associated with this report and no injuries were reported on this pump. Info regarding pt demographics, medication involved and device programming was requested but none was provided.